Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
On (B)(6) 2018, saline mentor smooth round moderate profile 250 cc breast implant was received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient.

Manufacturer narrative:
On 07/16/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection a crease was observed affecting both aspects. Shell abrasion was also observed in the vicinity of the crease on the posterior aspect. Leak testing, performed in accordance with mentor procedures, a leak was found caused by a rent measuring approximately 0.1 cm within the shell abrasion. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent, crease, and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. A probable cause of the failure could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).